Event description:
It was reported, that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction. H2: additional information/correction. H5 labeled for single use ¿ additional/correction.

Event description:
Subsequent to the initial MDR, correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). ¿b5: describe event or problem - additional information. ¿h2 type of follow up: additional information/ device evaluation. ¿h3: evaluation included - additional information. D4: product line: correction.